Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Upon attempted interrogation, the implantable cardioverter defibrillator was found to be in backup vvi mode due to event queue overflow. Device restoration was performed. The patient was in stable condition.